Event description:
Pt underwent augmentation with silicone implants - subglandular. Pt underwent removal of gel implants with placement of saline implants. Since then has noticed increased breast size causing back pain, discomfort and shoulder grooving. Also rashes under breasts. Breasts are large and pendulous with grade iii. Ptosis, implants are firm with grade ii capsular contractures bilaterally. Pt desires smaller size and subpectoral conversion. Bilateral saline implant removal - both implants removed intact. Bilateral subpectoral conversion and mastopexy.